Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Customer indicated that it is a known issue. The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Photorefractive keratectomy (prk)) procedure was used to create the flaps. This type of procedure does not involve the femtosecond laser to perform and has a slower healing time. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Customer reported that the patient came in with hyperemia and decreased vision in the right eye. Customer also reported that the patient had allergic conjunctivitis. An oral steroid was not prescribed. Topical steroid dosage was not increased. A flap lift and rinse was not performed. There was a loss of best corrected visual acuity (bcva). Pre-op bcva was 20/15 in both eyes. Post-op bcva was 20/40 in the right eye and 20/20 in the left eye. Patient noticed redness 2 days earlier.